Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful.¿ sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. Milled slot into sensor casing to perform smu (source measurement unit) test to ensure sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher readings of 248 mg/dl from the sensor scan compared to readings of 77 mg/dl obtained on the competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). When plotted on a parkes error grid, the results fell into the "d" zone, showing the difference in values to be clinically significant. The device has been worn for 10 days. The customer felt hypoglycemic and self-treated themselves with sweets (knoppers). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher readings of 248 mg/dl from the sensor scan compared to readings of 77 mg/dl obtained on the competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). When plotted on a parkes error grid, the results fell into the "d" zone, showing the difference in values to be clinically significant. The device has been worn for 10 days. The customer felt hypoglycemic and self-treated themselves with sweets (knoppers). There was no report of death or permanent impairment associated with this event.